Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was believed that pocket pain started when the massage chair where the patient sat was turned on. It was noted that the ipg migrated. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.